Event description:
It was reported that there were concerns this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and could not confirm capture. Ts suggested assessing the device system in office. The lead remains in use. No adverse patient effects were reported.